Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
As reported by the area representative, the ngage nitinol stone extractor basket would not close during testing. This device was not used on the patient. The product did not contact the patient. There were no adverse consequences to the patient because of this occurrence. Additional patient, device and event information has been requested.

Manufacturer narrative:
Investigation summary: a review of the documentation, specifications, manufacturing instructions, drawings, quality control data, functional testing and visual inspection of the returned device were conducted during the investigation. One device was returned for investigation. The device was returned with the handle in the closed position and the basket formation in the open position. The collet knob was found to be loose. The mlla (male luer lock adaptor) was tight. The basket sheath was noted to have a kink approximately 100 cm from the distal tip. A functional test determined the handle did not actuate the basket formation. The handle was disassembled; the basket formation can be manually actuated. The support sheath and basket sheath are still attached. The handle was reset and reassembled and the device functioned properly. Additionally, a document based investigation evaluation was performed. There was no evidence to suggest the product was not made to specifications. A review of the device history record found no non-conformances associated with the complaint device lot number. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause cannot be determined. However, appropriate measures have been initiated to address this failure mode. The appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.